Manufacturer narrative:
(B)(4). If additional information becomes available, it will be submitted in a follow up report. (B)(4). A carefusion field service representative (fsr) went onsite to evaluate the device. The fsr evaluated the device and determined that the main board was not working properly. The fsr replaced the main board and tested the unit and it resolved the reported issue. The ventilator was calibrated and is meeting manufacturer specifications.

Event description:
The customer reported that the ventilator was alarming "xdcr fault" (transducer fault) on start up and it would not clear. The customer reported that there was no patient involvement.